Manufacturer narrative:
Visual inspection of the returned device found that it was cleanly fractured into two fragments. The fracture is proximal and tangential to the medial edge of the central post. It was also observed that there were a few nicks and gouges on the posterior edge of the device, indicative of use. The device was manufactured on may 30, 2015 and had a field life of approximately one year and was used an unknown number of times. The lower level lot device history records for the tibial articular surface provisional right size gh, were reviewed and no deviations or anomalies were identified. This device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. According to the packaging insert that is attached to the device at manufacture, "end of life is normally determined by wear and damage due to use.¿ it also states ¿if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement.¿ the event associated with this event appears to be a product of use in the field. Therefore, wear and tear is considered as the root cause.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was discovered broken during inspection.